Event description:
Dr reports that in 2000 was performing breast biopsy and used needle three times and core sample was not obtained. Dr then obtained second needle, from same lot, made three more attempts and still was unable to obtain core sample. The procedure was terminated, without core sample. The pt will have to have another biopsy scheduled as a result.